Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/30/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was identified as product code pdp304h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm the lot number provided is correct for this product. =>tkmaha (estimate) - what tissue was being sutured when the needle breakage occurred?=>unk - what instruments were used to grasp the needle?=>unk - did the needle tip retained in the patient's tissue?=>no - did any needle piece fall into the patient?=>unk we are asking to the sales rep, but we have not get additional information as of now. If yes, o was the needle piece(s) retrieved during the same procedure? O were x-rays taken to locate the needle piece(s)? O what measures were taken to retrieve the broken piece? O was there any additional tissue damage as a result of searching for the needle piece? · if not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? - were there any unexpected outcomes or complications as a result of the prolonged surgery time?=>no - was there any change in the patient¿s post-operative care due to the prolonged procedure?=>no - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.? =>the device has been received and will be shipped.

Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on an unknown date and suture was used. During the procedure, the needle was broken. It was not a control release needle. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. Additional information was requested.